Event description:
It was reported that unit was returned for maintenance but repair was needed. The motor speed of the dermatome was unstable at product evaluation investigation. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the switch and lever were damages, a pin was missing, the needle bearing and 2 screws were worn, the motor had signs of corrosion, the speed was unstable, the device was out of calibration, and the position of the control bar was not correct. The motor, switch, lever, lever base, spring, pins, needle bearing, and screws were replaced. The device and position of the control bar were recalibrated and the reported event was resolved. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.